Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, they were able to cut the papilla with the subject device. Another manufacturers basket catheter was exchanged for the tome. During the stone retrieval, the physician estimated that more incision was needed. When the basket catheter was to be exchanged with the subject tome, it was noticed that the guidewire lumen of the subject tome device was torn. The physician did not feel any resistance while withdrawing this device. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; tip split.

Manufacturer narrative:
Patient's exact age is not known. However, patient over 18 years old. (B)(4): (guidewire lumen torn). A visual examination revealed that the closed extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned unit was consistent with the customer complaint that the guidewire lumen was torn. However, during the evaluation, the distal end of the extrusion was found to be ripped all the way to the tip, splitting the tip. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity so the tear likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.